Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported the occurrence of false susceptible(s) gentamicin results for enterococcus faecalis atcc® 51299¿ in association with the vitek® 2 ast-gp67 test kit. The expected gentamicin result was resistant (r). Repeat testing obtained the same susceptible result. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. The enterococcus faecalis atcc® 51299¿ strain was not directly associated with any patient. Culture submittal has been requested by biomérieux for internal investigation. Biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in canada reported a false susceptible gentamicin result for enterococcus faecalis atcc® 51299 in association with the vitek® 2 ast-gp67 test kit. The customer's isolate was not submitted for evaluation. An investigation was performed. Testing was performed using the internal qc strain with ast-gp67 cards from the customer's lot and from a random lot, in duplicate. The four (4) ast-gp67 cards all gave the expected syn-r (resistant) results for gentamicin high level (synergy), without deviations. Without the customer's strain or data we are unable to determine what may have occurred to cause the qc deviations. Ast-gp67 lot # 1320354403 met final qc release criteria. This lot passed qc performance testing.